Manufacturer narrative:
This is an addendum to the initial MDR to correct the manufacture date and expiration date.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient allegedly experienced hernia recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted.

Event description:
The following was reported to davol by the patient's attorney: on (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia, the patient's hernia was repaired with a composix kugel mesh. On (B)(6) 2015 - the patient underwent an additional surgery to repair the recurrent hernia after the composix kugel allegedly failed and to remove the kugel patch, which was infected. The attorney alleges the patient experienced physical pain, and was injured severely and permanently.

Manufacturer narrative:
Currently, it is unknown to what extent the device may have caused or contributed to the reported event. To date no medical records have been provided. Based on the information provided, the patient allegedly experienced hernia recurrence and infection. Recurrence is listed as a known possible adverse reaction in the instructions-for-use. In regards to the allegation of infection, the warning section of the instructions-for-use states "if an infection develops, treat the infection aggressively. The prosthesis may not have to be removed. An unresolved infection, however, may require removal of the prosthesis.¿ if additional event and/or evaluation information is obtained, a follow up MDR will be submitted. Addendum 1: this is an addendum to the initial MDR to correct the manufacture date and expiration date. Addendum 2: h11: this supplemental MDR is submitted to document additional information provided and to correct the manufacturing date. Based on the information received, no conclusions can be made. Per medical record review, about 4 years post implant of composix kugel mesh, patient was developed with mesh infection and underwent removal of the mesh. Review of manufacturing records confirms product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
The following was reported to davol by the patient's attorney: (B)(6) 2011 - the patient underwent surgery for repair of a ventral hernia, the patient's hernia was repaired with a composix kugel mesh. (B)(6) 2015 - the patient underwent an additional surgery to repair the recurrent hernia after the composix kugel allegedly failed and to remove the kugel patch, which was infected. The attorney alleges the patient experienced physical pain, and was injured severely and permanently. Addendum per additional information received: (B)(6) 2011 - patient was diagnosed with chronic acalculous cholecystitis with incarcerated umbilical/incisional hernia and underwent laparoscopic cholecystectomy and ventral incisional hernia repair with composix kugel hernia patch. Per the operative notes, ¿a piece of small bowel was incarcerated and was taken down entirely. All the adhesions were taken down. The patient then had a composite mesh (composix kugel) placed and sutured." (B)(6) 2015 - patient developed with mesh infection and underwent removal of the mesh. Per the operative notes, "the mesh was clearly infected, and was not incorporated with the abdominal wall. The mesh was easily removed and there was chronic granulation tissue present on the undersurface of the mesh and was debrided. Inflammation presents around the mesh.¿ attorney alleges that the patient had adhesions, bowel/intestinal obstruction, infections, pain, recurrence, and emotional injuries. It was also alleged that the patient had other injuries including wound vac to address infectious wound drainage, infected treated with IV antibiotics and additional surgery in 2016 for recurrent reducible incisional hernia with mesh implant.